Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt stopped charging her ipg over a year ago and her ipg is no longer able to communicate. The sjm rep confirmed the device's inability to communicate with external devices. Surgical intervention will be undertaken to address the issue.